Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon used an 12.0mm icm120v4 implantable collamer lens. Due to surgical error or doctor's error, was unable to implant lens. Unknown if there was patient contact. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.